Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.

Event description:
It was reported there was a revision surgery to remove the implants due to infection.

Event description:
It was reported there was a revision surgery to remove the implants due to infection.

Manufacturer narrative:
The reported event can be confirmed as the surgeon sent the patient scan that showed the left tmj devices were removed. Comparing the pre-operative CT scan to the postoperative CT scan showed the patient had a few teeth extract surgeries after implanting the device, which might contribute to the reported infection. Overall, the surgeon did not report any device failure, malfunction, or other performance issues. The device was sterile before the surgery (run sheet 2172). No irregularity was reported. The imaging shows a few extraction teeth that might contribute to the infected device. Thus, the cause of this infection cannot be determined. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.